Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the reservoir had air bubbles in it. The blood glucose was 196 mg/dl at the time of the incident. The customer also reported the no delivery alarm during prime. Assisted customer in performing a 5.0 unit fixed prime. And insulin exited. Assisted customer with clearing air bubble in reservoir and rewinding and priming sequence. The device will not be returned for analysis.